Event description:
Loss of patient image on portable x-ray machine. Patients had to be re-exposed to acquire new images. Event on (B)(6) 2021: image was captured, system froze and gave error "5200159 (error)" and "800109 an internal software error occurred." Patient had to be re-imaged. Event on (B)(6) 2021: image was captured, system froze during processing and gave error "1221049 digital cassette detector critical voltage sensor is out of range. Exposures are inhibited." Patient had to be re-imaged. No known complications or impairments outside of the additional (unnecessary) radiation exposure. FDA safety report ID # (B)(4).